Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following a shoulder arthroplasty due to pain, fracture of the glenoid component, and dislocation of the humeral head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. The device history records for the product were reviewed for and identified no deviations or anomalies. This device is used for treatment. Complaint history search revealed no additional complaints for this part. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.